Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)